Event description:
The commercial team member reported the patient's face was droopy and had a stroke while in recovery after the permanent implant procedure. The patient was transferred to the emergency room and then ICU. A CT was ordered and found a tumor in the patient's brain. There is a plan to do another MRI and schedule surgery to remove the growth. The patient is not using the therapy and there are no plans of the patient activating the device until the patient gets better. They are in good spirits and plan to use the stimulator as needed.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the device too close to the targeted nerve, migration, and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential causes. However, the patient was diagnosed with a brain tumor which caused the stroke. The patient is currently awaiting to undergo an MRI procedure to have surgery to remove growth. The patient indicated they had some previous times (before surgery) of hand numbness, but that it would go away and they weren't concerned. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue and the cause of the stroke was due to a brain tumor. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.